Event description:
The duett sealing device was deployed following an interventional procedure (via an 8f sheath in the left common femoral artery). It was noted that the access stick was just below or right at the inguinal ligament. Symptoms of a retroperitoneal bleed, consisting of vasovagal response and abdominal tenderness, developed within a half hour after duett deployment. A CT scan of the abdomen was performed. Protamine was given (to reverse heparin), and the pt was stabilized with IV fluid and 2 units of packed cells. The pt was sent to the ICU overnight, and the event was resolved with no further complications.